Manufacturer narrative:
The reported event of inappropriate stimulation was not confirmed by analysis. Final analysis found no indication of a telemetry, impedance, sensing, pacing, output, or visual anomaly. The battery depletion of the device was also determined to be normal. No anomalies were found.

Event description:
It was reported that the patient had a history of diaphragmatic stimulation and premature ventricular beats. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient's condition was unknown.